Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer replaced the power supply during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.